Manufacturer narrative:
(B)(4). The device has been received. Should additional information become available, a supplemental report will be submitted.

Event description:
It was reported that the over pouch of a capd disconnect y-set was damaged. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed with naked eye and magnification and found pouch open at the reclose able tape seal. Leak testing, clear passage test, and clamp function test were performed with no issues noted. The reported condition was verified. The assignable cause was undetermined. Should additional relevant information become available, a supplemental report will be submitted.